Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this device malfunction was determined to be a combination of poor user technique and the user's test strip had a poor fill.

Event description:
Customer complains of lo results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 130-140mg/dl fasting. Verified the strips expire 03/22/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 153mg/dl and 49mg/dl not fasting. Reviewed meter memory: reviewed meter memory lo, (B)(6) 2015 02:49:00 pm, fasting: no. 21mg/dl, (B)(6) 2015 06:47:00 am, fasting: yes. 42mg/dl, (B)(6) 2015 06:42:00 pm, fasting: yes. 30mg/dl, (B)(6) 2015 06:41:00 am, fasting: yes. 39mg/dl, (B)(6) 2015 06:23:00 am, fasting: yes. Customers concern: "lo" on (B)(6) 2015 at 2:49pm.

Event description:
Customer complains of lo results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 130-140mg/dl fasting. Verified the strips expire 03/22/2017. Customer confirms the strips are stored properly and were first opened 06/18/2015. Customer performed a back to back blood test 153mg/dl and 49mg/dl not fasting. Reviewed meter memory: reviewed meter memory lo, (B)(6) 2015, 02:49:00 pm, fasting:no; 21mg/dl, (B)(6) 2015, 06:47:00 am, fasting:yes; 42mg/dl, (B)(6) 2015, 06:42:00 pm, fasting:yes; 30mg/dl, (B)(6) 2015, 06:41:00 am, fasting:yes; 39mg/dl, (B)(6) 2015, 06:23:00 am, fasting:yes. Customers concern: "lo" on (B)(6) 2015 at 2:49pm.